Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with two units of polyflux 170h, an external leak fluid in the dialyzer head was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the three provided photo shows a product after treatment. It is not clearly visible if the photos are showing one or two products since only one barcode is visible. The wet header area was visible; however, since the product is not in use anymore it can't be determined where the fluid originates. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.